Manufacturer narrative:
A 2.0 x 15mm firestar balloon catheter was used during the index procedure. A patient from the (B)(4) study experienced a coronary artery dissection post deployment of a cypher stent during the index procedure. The lesion was described as 99% stenosed, de novo, type b1 lesion in the second obtuse marginal branch. The lesion was 8mm in length and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was implanted at 10atm. It was then noted that post stent deployment, a dissection was present. This was a grade I dissection, minimal and non-flow limiting. A short stent was implanted, distal to, and overlapping the initial stent. The event resolved without sequel. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. Based on the information available, there are possible patient, vessel characteristics and procedural factors that may have contributed to this event.

Event description:
The patient was enrolled in the (B)(4) study with a 99%, de novo, type b1 lesion in the second obtuse marginal branch. The lesion was 8mm in length and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was implanted at 10atm. It was then noted that post stent deployment, a dissection was present. This was a grade I dissection, minimal and non-flow limiting. A short stent was implanted, distal to, and overlapping the initial stent.